Manufacturer narrative:
Complaint confirmed, the drive feature broke off. Approximately .08 in is missing. The feature could not be measured, however review of the certificate of conformance reveals the material meets specifications. A likely cause of the event is continually applying torque; prying/leveraging the device during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported during a case the surgeon inserted the screw then the head of the driver snapped off in screw. The surgeon used the dental pick to get the driver shaft out of the headless screw and the pick broke. All was retrieved. The case was completed with no further issues. The patient is fine to date. The case was an orif of 3rd and 4th metacarpal.